Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had an elevated blood glucose and went to the hospital. There was no indication at the time of the call about what treatment the patient received. Upon review of the pump¿s history, it was determined that the patient had inadvertently used the suspend feature of the pump and never resumed insulin deliveries until hospitalized. This complaint is being reported based on the allegation that the patient was hospitalized due to use error of the suspend feature.